Event description:
(B)(4) clinical study. Same case as MFR ID#: 2134265-2012-00082. It was reported that post a stenting treatment procedure, patient death occurred. At the time of the index procedure, cardiac catheterization revealed an 85% stenosed lesion located in the mid right coronary artery (rca). This was treated with predilation and deployment of a 2.75x28mm promus element stent and a 3.0x20mm promus element stent resulting in 0% residual stenosis. The patient was discharged 3 days later on aspirin and clopidogrel. (B)(6) 2011: the patient died from an unknown cause. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. (B)(4) date of birth: (B)(6). Death date: (B)(6) 2011. Event date: (B)(6) 2011. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).